Event description:
The customer reported device volume/pressure fluctuations. The nellcor puritan-bennett service technician verified that the volumes were out of specifications, inspected the device, and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.